Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site that led to a visit to the ER. The issue happened on (B)(6) 2025 at 12:00 pm. The user was recommended by ER to make inserting hcp aware to have the sensor removed. The user was treated with IV antibiotic at the ER. The sensor was removed on (B)(6) 2025 by the hcp.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the insertion site that led to a visit to the ER. The issue happened on (B)(6) 2025 at 12:00 pm. The user was recommended by ER to make inserting hcp aware to have the sensor removed. The user was treated with IV antibiotic at the ER. The sensor was removed on (B)(6) 2025 by the hcp.